Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
Accolade stem and head removed because of deformity on xray.

Manufacturer narrative:
Additional information: brand name, common device name, implant date; date rec¿d by MFR, initial reporter type: other, device manufacture date, recall (if recall number is given) or correction/removal number. An event regarding revision involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Clinician review: insufficient information was received for review with the clinical consultant. Product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Accolade stem and head removed because of deformity on xray.